Manufacturer narrative:
Gasper, et al. "Complications following partial and total wrist arthroplasty: a single-center retrospective review." J hand surg am. Vol. 41 (january 2016). Pg. 47-53. Current information is insufficient to permit a conclusion as to the cause of the event. Corresponding journal authors are as follows: michael p. Gaspar, md; jesse lou, ba; patrick m. Kane, md; sidney m. Jacoby, md; a. Lee osterman, md; randall w. Culp, md.

Event description:
In a journal article it is reported that twenty patients underwent wrist arthroplasty revisions due to unknown reasons in the total wrist arthroplasty group. No further information available.